Event description:
Reporter indicated that vns pt had passed away. Cause of death is not known at this time. It was reported that the ncp system was not related to the cause of death. The pt experienced a 51-75% reduction in seizures with vns therapy. There is no evidence at this time that the ncp system caused or contributed to the reported event.